Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent high out-of-range right ventricular (rv) lead shock impedance measurements. All other lead integrity measurements were acceptable and there was no evidence of noise. Troubleshooting was performed in clinic without the ability to recreate any noise. A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific technical services (ts) noted that the device has never delivered a shock so the true impedance value remains unknown. Ts noted that a potential reason for the clinical observations could be device-tissue contact or a large device pocket. Ts recommended performing isometric maneuvers to exclude lead damage and defibrillation threshold (dft) testing. The dft testing was performed and normal shock impedance measurements were observed. An x-ray was obtained and was unremarkable. The physician elected to monitor the patient. No additional adverse patient effects were reported. The device and lead remain in service.